Manufacturer narrative:
The device passed testing.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, the device was programmed to deliver normal saline. No specific programming parameters were provided. In 2008, when loading the cassette into the device, the device sounded an audible alarm tone. The nurse stated "this malfunction cost significant time in an emergency situation." The pt was reportedly was not stable; however, there were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed by gravity drip. Though requested, no additional info was provided.